Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was using non-tandem provided wall adapter and charging cable to charge the pump. There was no reported adverse impact to the customer's blood glucose level. The customer contacted the healthcare provider to obtain an alternate method of insulin therapy until the replacement pump arrived.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.